Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred across multiple cartridges after being filled with 300 units of insulin. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.